Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s operative eye in a secondary surgical procedure due to refractive error. The patient was not satisfied with the post-op visual acuity result as the intended/targeted post-operative refraction was not achieved. Another synergy toric iol was used as a replacement lens. The patient was satisfied with the results after the explant. No additional surgical/medical interventions were mentioned. No further information was provided. This MDR report is for the second explant event. A separate report will be submitted for the first explant event.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.